Event description:
The following info was provided by the cook area rep based on comments made by the user: the trigger cord broke during deployment of the second band. The physician opened a new device to complete the procedure successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product handle with string attached, the detached barrel and three deployed bands were returned. Initial visual inspection determined that the string was slightly tangled but not knotted. During the investigation the string was removed from the device handle. It was noted that the string was fully intact and contained two 4 string knots at either end. Two groups of 6 beads were attached to the string (total 12 beads) which is as intended. The length of the string was measured from the braided knot to the end of the braid and found to be within specification. The length of the string was measured from the end of the braid to the end of the single beaded strands and found to be within specification. Dimensional verification indicated that the string is fully intact and was not broken. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved measured within specification. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.